Event description:
Arm of portable xray machine fractured upon moving arm into place to take an xray and it sprung upward hitting the pt in the right cheek next to her eye socket. No bleeding was observed. She was advised to seek further treatment if the swelling got worse. Dates of use: 18 years. Diagnosis or reason for use: xray. Is the product compounded: no. Is the product over-the-counter: no.